Event description:
It was reported by the rep that the (1) tsw45 was used during a laparoscopic appendectomy procedure. It was reported that the device cut, but did not staple. The procedure was converted to open to control the bleeding.